Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a slap procedure, the anchor broke into pieces when being tapped into the bone hole. All broken pieces were removed from the patient and no additional bone holes were required. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the inserter shows the inner shaft is bent approximately 45 degrees; this condition is consistent with off axis insertion. Dimensional assessment of the inner shaft confirmed it met print specifications. Anchor was not returned for examination. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).